Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing on a stored signal artifact monitor (sam) episode. Technical services (ts) reviewed the episode and determined there were wide signals on the electrogram, with one signal appearing on all channels with no known source. Ts also noted double counting of an individual beat on the right ventricular channel. Lead diagnostics were stable, and no adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.